Manufacturer narrative:
The system was examined and the reported event was not replicated. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on february 16, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of ¿illuminator system¿ can be attributed to non-conforming illuminator. However how or when it became non-conforming remains inconclusive. The system was found to meet specifications; therefore, the root cause of the reported event of ¿irrigation/infusion issue¿, ¿aiming beam¿, or ¿illuminator¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator was received and the sample was installed in a calibrated system. The reported event could not be replicated. The illuminator was found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top and auxiliary illuminators were not working properly during a vitrectomy procedure, in the right eye. The light was dim and there was no aiming beam on laser and no infusion available. The staff tried a different probe and laser ports without resolution. The system was switched out to complete the case. There was no patient harm reported.